Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that during an oncological hysterectomy procedure while using the pk cutting forceps, 5mm, 33cm specifically when taking the tissue at the start of the surgery, the jaw of the forceps broke and left a piece inside the patient. The procedure was delayed 30 minutes; it was stated that there was no deterioration in the patient's health state due to the delay. The part that fell inside of the patient was retrieved using laparoscopic reusable forceps without causing any injury to the patient, nor leaving any fragment/ part inside. The procedure was completed with a non-olympus forceps. It was stated that the defective forceps was not used to push organs nor any structure during the procedure, and that the users have been using the forceps for five years and consider themselves experienced with its use. There was no error on the generator. The patient experienced no injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: one of two jaws was broken-off jaw insulation deformed. Grasping section of jaw broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to a specific jaw lot. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: "during the procedure, check the device and cord/cable regularly for damage; " "inspect devices immediately upon removal from the patient for any signs of breakage or fragmentation. If the device is damaged, retain it to assist with the manufacturer¿s analysis of the event. Do not leave device fragments in the patient." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic total hysterectomy (oncologic).